Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a vena cava filter was placed without problem. Reason for placement is unknown. Approximately one year five months post filter deployment, vena cava filter retrieval was unsuccessful. Approximately seven years nine months post filter deployment, CT of the abdomen/pelvis showed caval filter and vascular calcification. Approximately ten years five months post filter deployment, CT of the abdomen/pelvis showed ivc filter with detachment of the limbs which was unchanged in appearance from CT three years earlier. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for retrieval difficulties and detachment of filter limbs. However, the investigation is inconclusive for perforation of the ivc and pe post deployment above the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before bariatric procedure, and due to protein c deficiency. At some time post filter deployment, it was alleged that filter limb(s) detached and perforated into organ(s). The device and detached limb(s) were unable to be retrieved during a percutaneous retrieval procedure. The patient reportedly experienced pulmonary embolism post filter implant; however, the status of the patient is unknown.